Manufacturer narrative:
(B)(4). The reported lot number of 12k094 was invalid. A batch review could not be performed as the provided lot number was incorrect. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "capsule" of a large volume infusor ruptured. This occurred during patient use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.